Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery, history and time anomaly. Customer's blood glucose was blood glucose at time of incidents was 171 mg/dl. It is explained to the customer that pump will function but the batter life will be shorter than expected. The customer reports the type of battery used is(B)(6) aa, explained recommended battery type. The customer was advised that the device would be replaced to history and time anomaly.

Manufacturer narrative:
The insulin pump had no unexpected weak battery and the currents are within specifications. The insulin pump communicated properly with glucose sensor simulator and minilink transmitter. The correct test blood glucose value was display on the sensor glucose graph screen. The time clock was set and monitored and no time clock or history anomaly was noted. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.